Event description:
A report was received that the patient was having high impedances on few contacts. The physician suspected a lead fracture. The patient will undergo lead replacement.

Manufacturer narrative:
Additional information was received that the patient will not undergo a lead replacement procedure. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent lead replacement procedure. Lead was fractured. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having high impedances on few contacts. The physician suspected a lead fracture. The patient will undergo lead replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having high impedances on few contacts. The physician suspected a lead fracture. The patient will undergo lead replacement.